Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a case of bilateral light sensitivity, observed on a patient at nine days post lasik treatment. Reporter indicated the topical steroid eye drop dosage was increased. Patient noted very sensitive to light. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.